Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy procedure, bleeding occurred from the peripheral side when reload was used in a pulmonary vein during the robot assisted procedure. It was pointed out that the grip force of the cartridge itself was weak because the blood vessel slipped off from the cartridge before opening the cartridge. The procedure was completed with another device. There was no patient injury.